Event description:
It is reported that a customer has physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer's mother could not find the serial number of the insulin pump. There was no pump in file under the customer's name as well. The mother was advised to call back when they retrieve the serial number to the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.